Event description:
A customer contacted baxter's global technical service center asking for assistance ending therapy and starting over with new supplies on the homechoice (hc) machine. The home patient (hp) stated that one of the supply bags fell and disconnected. The technical service representative (tsr) assisted the hp to end therapy and remove the cassette. The hp would start over with new supplies and call back with any problems. There was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance spoke with the hp on (B)(6) 2010. The hp stated that the solution was transferring from the second bag to the first bag and the bag wiggled enough it fell onto the floor. No defects were seen in the cassette or bag. The hp stated that he is now more careful about the placement of the supply bag, but he has been doing this for a year and this is the only time the bag has fallen. The hp has been doing fine and continuing therapy on the cycler.

Manufacturer narrative:
(B)(4). No sample was available for evaluation.